Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger not engaged. There was one staple that was stuck in the mouth of the stapler. There were signs of biological material on the device. The stapler was received with 20 staples left in the cartridge, indicating at least 15 staples were fired by the customer. Upon functional testing, the first staple fired in the air formed completely, but the staple remained stuck in the mouth of the stapler. The staple had to be removed forcefully by hand. Three more staples were fired into the air and fully formed, but once again all remained stuck in the mouth and had to be removed by hand. The anvil was seen to be preventing the staple from releasing. The device was disassembled, and the complaint sample anvil was replaced by a lab inventory sample. Two staples were then fired into the air and each formed and released properly. After disassembled the device, it was observed that the complaint sample anvil was defective. The anvil was longer than the specifications and the angle of the hook was out of specification as well. A non-conformance was opened by the manufacturing site to further evaluate this issue. Minor die casting anomalies were discovered on the forming tool. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon functional testing, staples that were fired remained stuck in the mouth of the stapler. The device was disassembled, and it was observed that the anvil was defective. Dimensional testing was conducted, and the anvil was measured to be out of specification for length and the angle of the hook. Die casting anomalies were discovered on the forming tool. The anvil was observed to be defective. The tecate manufacturing site was consulted regarding the anvil deformity, and the probable root cause was linked to the supplier. The forming tool is a raw component that is outsourced and was measured to be out of specification. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.